Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. The insulin pump was program with a 2.0 unit basal rate profile and several bolus units and run for 24 hours and boluses and basal functioned properly. The insulin pump had daily totals delivered completely their indicated amount and were properly recorded in the daily total screen.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose episodes. The customer's blood glucose was around 40 mg/dl at the time of incident. The customer's blood glucose was 55 mg/dl at the time of call. The customer's mother stated that they treated the low blood glucose with soda. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother performed displacement test and the insulin pump passed. The insulin pump will be returned for analysis.